Manufacturer narrative:
Additional information: b3: date of event (B)(6) 2025. B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes, cloudy vision, and elevated iop with angle closure. Surgical management was provided. The lens was explanted, and the problem was resolved. Cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D6a: implant date (B)(6) 2025. D6b: explant date (B)(6) 2025. Claim: (B)(4).

Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes & elevated iop. The lens was explanted. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim: (B)(4).

Manufacturer narrative:
Over/under correction and iop elevation from baseline are identified in the labeling as a known potential adverse events following icl implantation. H6: investigation type 4110: lens work order search - a lens work order search was performed. 1 similar complaint found. The similar complaint is associated with the patient's fellow eye and is therefore not indicative of a manufacturing issue. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a glares/haloes, night vision symptoms and elevated iop. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Corrected data: significant glare and/or halos and iop elevation from baseline are identified in the labeling as a known potential adverse events following icl implantation. Claim: (B)(4).